Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the 1st or 2nd firing with an ecr60g, the staples looked like a x instead of a b on the patient side of the staple line. This was noted to be on the first two rows when working out from the cut line. No issues were noted with firing the device or loading of the cartridge. The procedure was completed with the same device. There was no patient consequence. Device is not available for return.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? 1st or 2nd firing about 6cm from pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st or 2nd firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Before ¿ green, after - gold and one blue. Was buttressing material utilized? If so, which product? Yes ¿ seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.